Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6), was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 3 days (B)(6) 2023 ¿ (B)(6) 2023 per timestamp). Driveline power b faults were active on (B)(6) 2023 at 06:26:56 ¿ 06:28:10 triggering driveline power fault alarms to activate from 06:28:10 - 06:31:13. The alarms cleared once the driveline was disconnected. The controller was shut down on (B)(6) 2023 at 06:31:58. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. Additional information provided on (B)(6) 2023 stated that the alarms did not reappear. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6), and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use (rev. G) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. G) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline power fault alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the modular cable was exchanged. The alarm did not reappear. The patient was stable and was discharged home. Modular cable MFR # 2916596-2023-07005.

Event description:
It was reported that on (B)(6) 2023 at around 6:30 the patient experienced a driveline power fault alarm on their controller. The patient decided to exchange their controller. After the exchange, the alarm resolved. However, the alarm appeared again at around 11:30. The patient informed the hospital and was admitted. On the way to the hospital, the patient disconnected and reconnected their driveline which resolved the alarm. After the second episode, no further alarms appeared. The patient was to stay in the hospital for the next 48 hours for close monitoring. It was also noted that the patient had several damaged areas on the outer layer of their driveline close to the driveline exit site which had been repaired with rescue tape in the past. Pump MFR # 2916596-2023-06617 second controller MFR # 2916596-2023-06692.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.